Event description:
Initial result for a pt total bilirubin was 2.7 mg/dl. When repeated, the result was 17.0 mg/dl. The incorrect result was not used to guide therapy. The field service representative found the vacuum line was occluded and repaired the instrument by replacing the line.